Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) who reported that the hcp did not want analysis on the catheter and it was disposed of because it was found that the catheter was out of the intrathecal space.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative regarding a patient who was receiving unknown morphine (30mg/ml at 4mg /day) via an implantable pump. It was reported that a volume discrepancy was noted during refill sessions. The rep reported that the hcp expected 3ml but withdrew 36ml. There were no environmental/external/patient factors that may have led or contributed to the issue. A revision kit was used on the original 8709 catheter to convert to a non-medtronic pump, then back to a medtronic pump. The catheter and pump were removed and replaced on (B)(6) 2024. The patient's age, weight, and medical history were asked, but would not be made available. The patient's status at time of report was alive - no injury. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) who reported that the cause of the volume discrepancy was unknown. When the pump was disconnected from the catheter, there was no backflow of csf. The logs were read and no stalls or alarms noted.

Manufacturer narrative:
Continuation of d10: product ID: 8709; explanted: on (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a company representative (rep) who reported the implant date of the pump was (B)(6) 2023. The catheter implant date was (B)(6) 2017.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.